Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for motion sensor test failure. The customer¿s blood glucose was 18 mmol/l. Assisted customer in performing displacement test and test was failed. Customer cannot rewind. Advise the pump will need to be replaced. Advise customer refer to back-up plan, per hcp instructions. Advise customer to return pump with battery and zero out basal rates. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to motor error alarm. Insulin pump had cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and minor scratched display window.